Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt. According to the complainant, during the procedure and outside the patient, it was noted that the laser fiber was kinked upon taking it out from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.